Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and but the reported failure could not be reproduced while connected to the system. Logs showed confirmed error presence during the procedure. Visual inspection was performed finding no significant scratches or dents. The front bezel was in decent condition. The unit energized and cauterized and all ports recognized instruments on system. The probable root cause is attributed to spark being low in off state which triggered errors 25913 and c-42.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported an issue with the integrated electrosurgical unit (iesu) getting a c-42 fault. The customer power cycled the unit however they continued to experience issues with energy. Tse reviewed the logs and confirmed the issue. Tse walked customer through relocating the power cord to a new outlet but the issue remained. Tse recommended to bring in another tower to use the iesu. The procedure was completing as planned with no reported injury.